Event description:
It was reported that the device was reportedly interrogated and the battery voltage was 2.66v and the battery impedance 5614ohms. During the patient's clinic visit the physician indicated no telemetry could be established with device. Follow-up was attempted; however, no additional information was received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).